Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's experienced a low blood glucose(bg) level of 42 mg/dl. Reportedly, the customer exercised which caused the low bg. The customer drank a sports drink and ate carbs to address the low bg.